Event description:
I use the freestyle libre 3 and received an automated message from my device that it was subject to recall. I contacted abbott and they are replacing my sensors. I then contacted cvs to see if they had any available sensors that weren't subject to recall. They got with my doctor and filled my new rx with 6 new sensors. When I got home, I checked the sensors and they were all subject to recall. I called the corporate number for cvs and they placed me on hold and called the pharmacy that filled my rx. In less than a minute, the pharmacy told the cvs corp rep that they didn't have any sensors that weren't subject to the recall. Because they responded so quickly, I believe they are intentionally selling these sensors they know are subject to recall without any warnings. My monitor woke me up about 11:00pm telling me my blood sugars were crashing. I've been hospitalized for this in the past, so I take it seriously. I kept taking glucose pills and my blood sugars kept dropping or maintaining in the low 50s. I believe this to be a fake crash. Afterwards, my blood sugars spiked at 300. By cvs intentionally selling me defective cgms, they are putting my life in danger. Pt codes: 1905, 1912. Device codes: 1420, 2459. Ref reports: mw5180896, mw5180897, mw5180898, mw5180900, mw5180901.